Event description:
New information noted that the patient's device was explanted and replaced on (B)(6) 2020. The patient's condition was stable.

Manufacturer narrative:
Customer complaint of premature discharge of battery was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's pacemaker exhibited premature battery depletion. No intervention was performed and no adverse patient consequences were reported.